Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an allergic reaction. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. The patient was discharged. The patient stated that they told the physician that she was allergic to nickel because could not use cheap earrings without severe swelling and itching for two (2) weeks after using them. The physician did a patch test and said the patient was not allergic. The patient stated that after the watchman laa closure device was implanted, the patient started experiencing shortness of breath, severe fatigue, heart failure, fluid around the heart, and diabetes. Sixteen (16) months later, the patient had a blood test for nickel allergy, and it was positive. Within a month, the closure device was surgically removed and all the symptoms including diabetes, resolved within a week.